Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with fault ID 0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.